Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year post-implant, it was reported that during the review of the patient¿s event history the hospital team saw a decrease in the pump speed as well as pump stoppages. The patient was asymptomatic during the events and it is unknown if any alarms sounded. The patient¿s system controller power leads appeared ¿twisted¿ and damage to the white connection of the patient cable was observed. The system controller and patient cable were exchanged and no further issues have been seen.

Manufacturer narrative:
The evaluation of the returned system controller revealed that the device was found to function as intended, even when the cables were manipulated. The device passed the functional test procedure, which confirmed all visual and audible alarms activated when induced. The device operated on a mock circulatory loop while powered by the power module without any notable events. The analysis of the returned system controller did not reveal a device related issue. The analysis of the pump stop/time clock reset events suggests that both system controller¿s power cables were disconnected from the power source, which resulted in the pump stop events recorded in this log file. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient's weight was not reported to the manufacturer. The approximate age of the device is 1 year. The system controller and patient cable were returned for analysis. Evaluation is not complete. The patient remains on lvad support with no further issues reported. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.